Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative on (B)(6) 2011. "Customer claims this ventilator is alarming exh high ppeak pressure, he wants to field service to come in and correct this issue. He also claims that our sales rep. Informed him that there was an issue on some components in the gde that gets corroded and causes this alarm, also he was informed that we are going to replace all the gde's on his ventilators. Customer wanted to know if I was aware of this issue, informed customer that I was not aware of this component issue on the gde. He was not very happy to hear that our company is not sharing the same information with everybody. Please call this customer." The following description of the event and condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on 11/07/2011. "Title: xxxxx. Event desc: pt was on device when ventilator alarm extended high pip [peak inspiratory pressure], occlusion, and safety valve open. Manufacture response for ventilator system, avea (per site reporter) found that there is a device recall on this device concerning this issue. Company has been contacted and has since come out to resolve problem by replacing gde. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction that is, the device did not do what it was supposed to do."

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service rep and the carefusion factory service rep. The carefusion field service rep. Evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty gas delivery engine (gde). The carefusion field service rep. Replaced the gas delivery engine (gde) and ran the device though a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the customer's control ready to be placed back into service. The carefusion factory service rep. Evaluated the alleged faulty gas delivery engine (gde) and was unable to reproduce/verify the complaint. The allegation of a false extended high ppeak pressure alarm is a known issue related to the tca pcba pn: 51000-40310 in the gas delivery engine. The carefusion factory service rep. Replaced the tca pcba and refurbished the gas delivery engine (gde) including a complete calibration and checkout to ensure that it meets all factory specifications. Once completed, the refurbished gas delivery engine (gde) was placed into refurbished stock ready to be used as a replacement part. The allegation of a false extended high ppeak pressure alarm is a known issue. Carefusion has initiated a voluntary field corrective action to address this issue.